Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the battery was not returned with the lift, so the unit was unable to be tested, and the complaint could not be confirmed.

Event description:
Dealer advised, end user was using lift and it got stuck, and they had to call a neighbor for assistance. The lift would not raise back up.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer advised, end user was using lift and it got stuck, and they had to call a neighbor for assistance. The lift would not raise back up.